Event description:
The user facility reported that in a middle of a diagnostic colonoscopy the users experienced a complete loss of image. The colonoscope was withdrawn from the pt, and the procedure was completed using a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation, and the evaluation duplicated the user's report of no image. The device failed the insulation test due to a cracked distal end cover. The light guide lenses were scratched, and the light guide tube was buckled. The colonoscope was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.